Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple occlusion alarms occurred. A supply change was performed and the occlusion alarms continued. The customer's blood glucose level was in the 170's mg/dl range. As the occlusion alarms had occurred in the past and the supplies in use during the occlusion alarms were no longer on the pump, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.